Event description:
Caller reported a cartridge alarm with their insulin pump, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and while the customer had previously experienced consecutive cartridge alarms, there was no prior report of this specific error. Technical support confirmed that the pump was under warranty and arranged for a replacement pump to be sent. The customer was instructed on how to return the defective pump and how to set up and use the replacement, including putting the pump into storage mode and programming settings into the new pump. The customer understood these instructions and acknowledged them.